Event description:
Reference number (B)(4). Event occurred in the united states on 23-august-2024, it was reported that the patient encountered infusion set cannula kinked event within 3 hours after insertion. Site of insertion was abdomen. Infusion set was in use for 10 hours. The blood glucose was reported high. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.